Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: 4489106. Side:l. Primary asa: p3 - incapacitating systemic disease. Component not revised: profemur tl classic fixed neck size 3 product ID: prtls023 lot no.: 1670985. (B)(6) reference no: (B)(4).